Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer and sent a picture of the cautions listed for the scope to see if it was the only needed info, or if there was more that could be sent to the customer. Both agreed that the provided picture detailed the proper cautions that should be taken. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the customer issue could not be determined, as no product was returned for analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the near infrared (nir) handheld camera light cord and laparoscope were getting very hot. The caller reported that the scope burned through a drape. The procedure was completing as planned with no reported injury.